Event description:
The manufacturer received information from uno legal litigation in reference to a repaired rep dreamstation auto CPAP with an allegation of kidney cancer. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed. After the multiple attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer received information from uno legal litigation in reference to a repaired rep dream station auto CPAP with an allegation of kidney cancer. There was no report of medical intervention. The device was returned to the third-party service center for further evaluation. The device was evaluated. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The third-party service center concludes that they couldn¿t confirm the customer's allegation and there was no visible foam degradation box h6 has been updated.